Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had a medtronic implant for their neck implanted on february 5th of this year, and a lower back stimulator that is a non-medtronic implant. Patient said they were not told to turn the lower back implant on surgery mode so the procedure of having their medtronic implant put in, "burned up" their non-medtronic implanted device. Patient stated their doctor was trying to put a new implant in to replace the lower back implant. Patient stated they were fine at first after their surgery, but then 2 weeks later their legs started to hurt again. Patient stated they checked to see if their implant was working and it was not working so they called the competitor company and they came over and stated the device was burnt and needed to be replaced. Patient then went on to see hcp and they requested a new implant, and the insurance was asking not to send the same code. Patient stated they needed to get in contact with somebody who can coordinate the patients insurance and to send a "code" to their healthcare providers office in order to have the new implant approved. Agent reviewed role of patient services and redirected patient to their healthcare provider to further address the issue. Agent provided phone number to pac to better explain insurance and coding / billing process.